Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue could be a damaged temperature cord. However, this cannot be confirmed. Nurse stated that they had changed temperature source from rectal to esophageal probe prior to call. Nurse confirmed cable was in temperature port one. Mss explained nurse that the cable might be faulty and suggested nurse to try different cable and nurse was able to get a patient reading on arctic sun device. Nurse would call back with any other alarms or questions. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown temperature cable) product ifus were found to be adequate based on past reviews. The device was not returned

Event description:
It was reported that the nurse was receiving an alarm 14 (patient temperature 1 probe out of range). Nurse stated that they had changed temperature source from rectal to esophageal probe prior to call. Nurse confirmed cable was in temperature port one. Mss explained nurse that the cable might be faulty and suggested nurse to try different cable and nurse was able to get a patient reading on arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse was receiving an alarm 14 (patient temperature 1 probe out of range). Nurse stated that they had changed temperature source from rectal to esophageal probe prior to call. Nurse confirmed cable was in temperature port one. Mss explained nurse that the cable might be faulty and suggested nurse to try different cable and nurse was able to get a patient reading on arctic sun device.